Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of defective insertion section could not be identified. However, it¿s likely the cause is related to user handling via physical stress that was applied to the insertion section. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use: -inspection of the endoscope the event can be prevented by handling the device according to the following instructions for use which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. -do not attempt to bend or twist the endoscope¿s insertion section with excessive force regardless of its flexibility. The insertion section may be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the distal end cap, plastic distal end cover had a scratch, the bending section, bending tube was deformed, the insertion tube and protector had a sharp edge (snag) and the connecting tube had a wrinkle (10mm from glue), the air/water cylinder, control unit had paint peeling off, the suction cylinder had paint peeling off, the connector, plug unit had damaged housing, and the up/down knob, right/left knob angulation were out of specified value. It is most likely that the reported issue was due to mishandling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii colonovideoscope had a sharp edge to the touch making it impossible to use the camera. The device was returned for evaluation. During the device evaluation, it was found that cut portion of braids (strands) protrude from the inside. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.